Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the canula perforates the catheter on insertion. This time, 3 catheters have been kept, and I can make them available to you if necessary. I'm also enclosing a photo of the devices.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and sample submitted for evaluation. Bd received one photo and 3 24 g x 0.56 in insyte autoguard devices from lot number 3180656. Inspection of the photo showed that the devices have their needle protruding the catheter walls. A v-shape hole was identified in two of the three returned IV catheters. The shape and size of the hole was consistent with needle puncture damage. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Although your reported issue was confirmed, there were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.